Event description:
It was reported, the ipg was exhibiting low impedances during a procedure in which the extensions were replaced. The physician explanted and replaced the ipg due to the impedance issue. The physician noted visible fluid intrusion. Normal impedances were noted with the removal of the ipg, and the pt resumed stimulation postoperative. Reference MFR report: 1627487-2013-08171 regarding the removal of the two extensions.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.